Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was not closing the clips. The jaws were not aligned preventing the clips from closing. The clips were scissoring. There was no torque applied to the jaws of the device. Another device was pulled and used and it did the same thing. A third one was used to continue the procedure. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.